Event description:
The ventilator appeared to "turn off" while in use on a patient. The display screen went white, with a high pitched alarm sounding. The ventilator went into an ambient state and discontinued to deliver any breaths to the patient. Hospital staff responded by "bagging" the patient and swapping the ventilator. No patient harm was reported. The ventilator was quarantined for evaluation by biomedical engineering.